Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. No product or data was provided for investigation. The allegation and probable cause could not be determined.

Manufacturer narrative:
(B)(4).